Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator device had exhibited one episode of possible myopotential oversensing. Since only one episode was present since implant and no additional episodes were noted, the issue remained unaddressed. The patient was not symptomatic and would continue to be monitored.